Manufacturer narrative:
Sc-2317-70 (sn (B)(4)). Device evaluation indicated that visual inspection revealed that the lead was cleanly cut into two pieces. The reported fracture on the lead was not confirmed. There were no other observed anomaly aside from the clean cut damage. The clean cut damage was a result of a typical explant procedure and it was not considered a failure.

Event description:
A report was received that during a pocket revision (MFR report number: 3006630150-2019-05726), it was discovered that one of leads was fractured. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Model number / catalog number: sc-2317-70, serial number: (B)(4), batch / lot number: 5136132, model / catalog description: infinion cx lead kit, 70 cm.

Event description:
A report was received that during a pocket revision (MFR report number: 3006630150-2019-05726), it was discovered that one of leads was fractured. The patient underwent a lead replacement procedure and was doing well postoperatively.